Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right atrial (ra) lead dislodgement was noted. Diagnostic imaging was performed to confirm ra lead dislodgement. The ra lead was revised and the patient was in stable condition.